Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and 2x mesh were implanted. It was reported that the patient underwent mesh excision on (B)(6) 2017 due to hernia recurrence, infection and adhesions. No additional information was provided.